Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on 04 nov 2010, who stated there was no patient injury or medical intervention associated with the incident and the patient has continued therapy with no further issues. This complaint for a system error 2240 (air in set) that occurred during drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) with the homechoice (hc) machine during drain. The home patient (hp) had disconnected during the dwell state and the hc started drain before she returned. The hp reconnected once the machine started alarming. The hp was informed of the alarm's meaning and would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.